Event description:
The complainant alleged that a 45 year old male nurse was attempting to cardiovert a 75 yr old male pt, who was in atrial fibrillation. The staff had the pt attached to front and back patches, and EKG leads. They first shocked the pt at 200j, with no change in pt condition. They then shocked at 300j, with still no change in pt condition. On the third attempt, at 360j, the nurse received an unintended delivery of energy. Complainant indicated that nurse depressed the unit's discharge buttons with his two thumbs when he received the discharge of energy. There was no reported adverse effects on the pt, or the nurse who received the unintended delivery of energy.